Event description:
The device was returned from customer for svc. During svc by baxter tech, the device failed accuracy test with overdelivery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.